Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was cracked and unable to be safely read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-nov-2017 with the following findings: during investigation, the pump cover was removed and the display screen was found to be cracked. During power up, the display was found to be blank with normal auditory tone and vibration. A test display screen was installed and was also found to be blank. Inspection of the printed circuit board revealed a crack in the u22 electronically erasable programmable read only memory (eeprom). Unrelated to the original complaint, the battery compartment was found to be cracked at the threads on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.